Manufacturer narrative:
(B)(4) concomitant medical products: 00875706402 shell with multi holes porous, lot 62410418. 00877703602 biolox® option, head, m, lot 2712794. 00625006520 bone scr 6.5x20 self-tap, lot 62757372. 00625006530 bone scr 6.5x30 self-tap, lot 62423539. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to instability and recurrent dislocation. No further information has been made available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.